Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 31-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (dose and concentration unknown) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient complained of a spinal headache post-operative. Surgical intervention occurred as a blood patch was performed on (B)(6) 2019. On (B)(6) 2019 the pump was refilled-resolved. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was spinal headache-post op. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 500 mcg for a total dose of 200.06514 mcg/day and bupivacaine 5 mg for a total dose of 2.00065 mg/day. No further complications were reported/anticipated.